Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad would not function unless the cord was bent in a specific way, indicating an intermittent connection between the charger cord and charging pad; a replacement charger was arranged after troubleshooting and education. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no alerts or alarms. Investigation included customer interview and troubleshooting. Investigation of this case revealed a likely faulty or worn charging cable-to-pad connection resulting in unreliable power delivery. It was concluded, based on previously established findings for similar reports, that the cause was mechanical wear or damage of the charger connection.